Event description:
It was reported the system displayed a communication failure message. A communication error will likely result in a system lockup, no boot, or shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.